Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was missing/peeling and that the up arrow, down arrow, and ok/enter buttons became under-responsive, which occurred when the patient was camping while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during investigation, all keypad buttons were found to respond appropriately. Unrelated to the original complaint, multiple cracks were observed in the battery compartment.